Event description:
It was reported that during a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atm's on the initial inflation. The patient was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in a slightly tortuous mid-rca. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. No patient injuries were reported and the patient status is reported as 'good'.